Event description:
Customer reported hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 45 mg/dl. Customer stated that she was drinking a lot of soda and taking a lot of insulin. The current blood glucose reading is 97 mg/dl. Customer also reported a high blood glucose. The meter read high. Customer had a yeast infection and the flu. Customer was sent home after a couple of hours. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.